Event description:
The staff was attempting to place port-a-cath in patient and attempted to place the wire through the needle. The wire was too big and did not fit through the needle. The wire and needle were part of the same kit.